Event description:
It was reported that the day after implant, the patient was in horrible pain and their symptoms were horrible. The patient had to go back the next day and was hospitalized. The patient had pain when they lied on their side and this started about a year ago and gradually worsened. Depending on how the patient moved and what they did it was better or worse. The patient also had weight loss and had not always been thin. As the years went by, the patient lost more weight. The implantable neurostimulator (ins) was in the patient¿s right back hip and it felt hot, was painful intermittently, and going to bed at night could be difficult. The patient was not sure what triggered it and they had no falls, no accidents, and no trauma. The patient had cracked a few ribs. The patient was virtually incontinent at this time. The patient noted that the programmer training was ineffective because, they were still under the effects of anesthesia. The patient did not know that the patient programmer screen went blank due to inactivity after some time. The patient thought there was something wrong. The patient would have an appointment in 4 days with their health care provider (hcp). It was further reported that the patient received assistance from their hcp and manufacturer representative and their concerns were resolved. The patient had an appointment on 2015 (B)(6).

Manufacturer narrative:
Product ID 3093-28, lot# va04kkk, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).